Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 21.0 mmol, 26.4 mmol. Tests were done within 20 minutes with a difference of 20%. Patient did not experience any adverse events. No further information has been reported.